Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states that he interrogated the pt's system 1.5 months ago and all the contact impedances were within range 'all green' but the pt is now showing all contacts as 'orange' today. The caller states this occurred sometime in the last 1.5 months and coincides with the pt having chemo/radiation therapy on their throat. Agent to provide labeling and oma contact info to see if there is outside literature that would correlate the radiation therapy and impedance issue. The caller states that the pt did not note any falls/trauma in the past 1.5 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.